Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged between 154-400 mg/dl. Reportedly, customer cleaned the speaker holes and ultimately cleared the alarm and customer continued using pump for insulin therapy. Multiple follow up attempts were made to acquire back up therapy option from customer; however, the customer did not respond to follow up attempts.